Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarms noted. Device had motor error alarm during occlusion test and unable to prime at 4.0 lbs during prime test due to faulty force sensor. Motor passed motor test. Device had minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump alarmed motor error during insulin bolus delivery. Customer reported that she has had issues and had to be hospitalized. Blood glucose is 520 mg/dl; trying to give an insulin bolus correction. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose at the time of the hospital admission was over 600 mg/dl. Customer experienced irritability, throat is dry and headache. Customer stated that the cannula did not go into her body and she thought she was getting insulin but it was leaking out of the cannula. Treated with insulin drip and manual injection. Nothing further reported.